Manufacturer narrative:
Taper unk. The reporter of the complaint was asked to return the product for analysis as well as to indicate the product serial number and the implant and explant dates. The info has not yet been received by allergan. The connector type cannot be identified nor an assumption be made as to the type of connector associated with this complaint because no serial number or implant date was given. Visual examination may determine the connector type associated with this report. Allergan has not received the product at this time. Therefore no analysis or testing has been done. Device labeling address the possible outcome of leakage as follows: "deflation of the band may occur due to leakage from the band, the port or the connector tubing."

Event description:
Reported by the pt as: "I am recently recovering from the removal of my lap band. [The physician] had to perform emergent surgery due to the tubing connecting the port to the band going down the left side of my body, hence perforating my bladder wall and exiting my urethra...constant urine incontinence...getting pseudomonas infection ....going on IV therapy ... And eventually surgery."